Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and failure analysis (fa) investigations were performed. Fa confirmed the customer reported issue. The instrument was found to have a broken grip tip at the grip base. A piece, measuring approximately 0.208 x 0.630, was found to be broken off the yaw pulley. The broken piece was not returned. An additional observation was made that had not been reported by the site. The instrument was found to have a frayed grip cable at the distal end. The root cause of a frayed grip cable at the distal end is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a cadiere forceps instrument was found to have one of the grasping ends broken off and missing. The initial reporter was not able to specify when the issue occurred as one of the ends was already missing when the issue was identified. A post-operative x-ray was performed, and it was confirmed that the patient did not retain a piece of the broken instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted that the instrument was observed to be missing one of the jaws when it was installed on the system. The operating room (or) staff removed the instrument and it was not used on the patient. The or staff located the missing piece on the floor, and the x-ray was performed to confirm that no additional fragments had fallen into the patient.